Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was notified of a breach in a reprocessing related incident on (B)(6) 2019 due to the use of an inappropriate high-level disinfection cycle in the automated external reprocessor (aer) by the healthcare facility. The healthcare facility accidently utilized the aer diagnostic cycle of the machine instead of the high-level disinfection cycle for the actual reprocessing usage. The suspect devices were pentax medical owned video endoscopes. Initially there were three endoscopes that were involved in this incident. Two of them were used on patients without high level disinfection (the diagnostic cycle was used instead.) Video gastroscope, model eg29-i10, serial number (B)(4) and video colonoscope, model ec38-i10l, serial number (B)(4). They were used only on one patient each and then they were high level disinfected. The third endoscope was re-sterilized before it's usage. Pentax medical global chief clinical officer, contacted the hospital regarding the incident and confirmed on 06-nov-2019 that the devices were used on a total of two (2) patients where the devices were not properly subjected to high level disinfection. The facility has taken the devices out of service upon realizing the error and the subjected devices were shipped back to the pentax medical canadian offices. The facility confirms that no additional patients were involved. Pentax global clinical affairs offered clinical and infection control assistance, recommended patient notifications in accordance with facility standard operating procedure and applicable health canada regulations. Pentax medical also offered to sample and culture the affected devices, but the hospital did not pursue this offer at the time of this complaint. On 26-nov-2019, a device history record(DHR) review was performed under ivai-19-110072, the DHR review confirmed the endoscope was manufactured on 20-nov-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-nov-2017. Additional information was requested including patient status and a follow up on the request to the facility to see if they will accept any of the assistance offered in regards to sampling and culture of the affected devices. The investigation is currently in process.